Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was abandoned on the left side of the patient who had a new system implanted on the right side. When this pacemaker was reprogrammed to minimize outputs, loss of capture was noted in the new pacemaker on the right ventricular (rv) lead. The rv lead was repositioned and both devices remain implanted at this time. This is considered off label use. No additional adverse patient effects were reported.